Event description:
It was reported that patient presented for remote follow-up. It was noted that right ventricular (rv) lead exhibited over-sensed noise and delivered inappropriate shock. Programming changes were made. Patient condition was stable.